Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the power pcb and power supply , proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Stryker product assessment center further evaluated the removed parts and determined that the cause of the reported issue was isolated to the eos power supply.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.